Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3586, serial# (B)(4), implanted: (B)(6) 1997, product type lead; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1997, product type extension. (B)(4).

Event description:
It was reported the patient had a revision surgery scheduled for (B)(6) 2013. The reporter was unaware of what troubleshooting had been done with the system. The reporter thought the patient's system was x-rayed and a break was found in the extension. Additional information received reported the entire system, the lead, extension, and implantable neurostimulator (ins) was replaced. Symptoms associated with the event included a lack of stimulation. It was unconfirmed whether the extension had a break. The patient was receiving effective therapy following replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).